Event description:
Customer reported she was trying to fill the tubing but the tubing had already been filled on its own; the insulin vial had a lot of pressure in it. Customer was advised that the insulin vial was most likely over pressurized and needed to be degassed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.